Event description:
It was reported that the patient was explanted by the clinic without informing med-el about the surgery before it took place. Patient notes had previously shown that there was facial stimulation on some electrode channels. These channels had been turned off.

Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.